Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was further reported the patient "seem to be suffering from suspected peritonitis"; however, this was not confirmed. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event and treated with an injection ceftazidime (1gm, intraperitoneal, once a day), injection vancomycin (1gm, every 3rd day, intraperitoneal) and injection heparin (2000iu 2ml, once a day, intraperitoneal) for suspected peritonitis. Three days after the peritonitis onset, the patient passed away while hospitalized. The cause of death was reported as due to ¿fistula burst¿. It is not reported if an autopsy was performed. It was reported that the patient was recovering from peritonitis. It was reported that the pd therapy was ongoing till death. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.